Manufacturer narrative:
(B)(4). The disposable sample is not available and the lot number is unknown at this time. Should additional information become available, a follow up MDR will be submitted. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable.

Event description:
Caller reports that during a correlation study the following coaguchek xs/ coaguchek s results were obtained: 2.4 inr/1.9 inr; 2.4 inr/1.8 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.

Event description:
A customer contacted baxter's global technical service center to request a swap because they had received a system error (se) 2240 alarm on the homechoice (hc) machine during use. At the time of the call, the patient was not connected.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. The batch review was not performed because the lot number is unknown. A label review was not performed due to unsuspected user error. The root cause investigation is in progress through (B)(4).